Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported following an unrelated procedure where the ipg not placed in surgery mode and ipg was unable to be connected to external devices. Several attempts of trouble shooting steps was unable to resolve the issue and unable to reconnect. As such, surgical intervention may be pending to address the issue.